Manufacturer narrative:
Section a: patient identifier was incorrectly indicated and has been corrected. Refer to b5 for summary of relevant patient results.

Event description:
The customer questioned architect intact pth results for one patient. The customer uses the reference range 10-70 pg/ml. The following was provided: (B)(6) 2021 sid (B)(6) (patient ID (B)(6)) initial result 427.8 pg/ml (indicated with ctnl flag), repeated (B)(6) 2021 under sid (B)(6) as 406.5 pg/ml (indicated with ctnl flag) and repeated (B)(6) 2021 as 418.1 pg/ml (indicated with ctnl flag) repeated with and alternate method (clia) 8.7 pg/ml and 8.5 pg/ml. The patient is a (B)(6) girl who was transfused 5 years ago. The elevated results were reported out of the lab. This is considered use error. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Upon further evaluation it was identified that he event was due to use error with no death, serious injury, or serious deterioration in the state of health reported, therefore the based upon this information, this complaint is no longer a reportable event. Refer to h10.